Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the knife stopped on the way of the 2nd firing and the jaws became not to open. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information received: on the second firing, did the device deliver any staples? --- yes. If yes, were the staples formed properly? --- no information. If yes, was the staple line complete? --- no. On the second firing, did the device cut? --- yes. If yes, was the cut line complete? --- no. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? --- no information. What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? --- the closing lever was forcibly pulled from the handle. Did the jaws of the device eventually open? --- yes. If no, how was the device removed from the patient? --- na. What color cartridge was being used? --- no information. Was buttressing material utilized? --- no information. If so, which product? --- na.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. On the second firing, did the device deliver any staples? Yes. If yes, were the staples formed properly? No information. If yes, was the staple line complete? No. On the second firing, did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No information. What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? The closing lever was forcibly pulled from the handle. Did the jaws of the device eventually open? Yes. If no, how was the device removed from the patient? Na. What color cartridge was being used? No information. Was buttressing material utilized? No information. If so, which product? Na.